Event description:
It was reported that during an interventional procedure in an eccentric, moderately tortuous, heavily calcified, distal, right coronary artery, after predilatation with a 2.0 x 20 mm balloon, the 2.5 x 18 mm xience v was advanced to the lesion but would not cross the lesion. The xience v was removed from the patient's anatomy and the lesion was again dilated with the same balloon. The xience v was reinserted, however, the stent still did not cross the lesion. The physician felt resistance during retraction, due to the patient's anatomy. After removal, it was observed that the struts were flared. Another same size xience v stent was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) re-insertion. Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. The resistance/difficulty removing the device from the anatomy likely occurred as a result of the damaged stent implant interacting with the lesion and/or accessory devices during withdrawal. Based on the information reviewed, there is no indication of a product deficiency.